Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. No blank display noted. Insulin pump received with cracked case behind the insulin pump near the battery tube compartment. Unable to verify audio/vibrate anomaly due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a beeping and it said critical pump failure, red x with open book and blank display. The customer¿s blood glucose was unknown. Customer stated that powered the insulin pump off and did not came back on. Customer stated that notification light was now blinking red twice and pauses but screen was still blank. Customer also reported that they received the open book image on the insulin pump screen. Customer states the display was not blank less than 30 seconds and did not return. Customer states display was blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that the display did not return after insulin pump restart. Customer also stated that serial number label under belt clip was worn. Troubleshooting was performed. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.